Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The source of the complaint could not be determined. The patient's data showed that the maximum temperature during charging cycles was within the limit. Tests verified no loss of electric current into the surrounding tissue. Analysis verified that the device insulation was not compromised. The monitored stimulation found the outputs were consistent and correct on all electrodes. The ipg passed all the required tests and revealed no anomalies.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2366-50 serial #: (B)(4). Description: linear 3-6 lead, 50cm the explanted lead was not returned to bsn as it was discarded by the medical facility. It is indicated that the lead will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient underwent an explant procedure due to the ipg getting hot during charging. During the explant procedure high impedances were noted and one lead was replaced. The patient was reported to be fine post operatively. The ipg database showed that the device worked as expected. It was also reported that the lead was initially placed too shallow.

Event description:
A report was received that the patient underwent an explant procedure due to the ipg getting hot during charging. During the explant procedure high impedances were noted and one lead was replaced. The patient was reported to be fine post operatively. The ipg database showed that the device worked as expected. It was also reported that the lead was initially placed too shallow.